Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the kit cobas liat sars-cov-2. A customer from the united states alleged that they received a potential false positive result for a patient¿s sample tested with the kit cobas liat sars-cov-2. The customer reported that on (B)(6) 2021 they observed a sars-cov-2 positive result for a patient¿s sample when analyzed on the cobas® liat® system (s/n (B)(4)). The patient was asymptomatic so a new sample was recollected from the patient then tested and analyzed on a different cobas® liat® system (s/n (B)(4)) that generated a sars-cov-2 negative result. Patient sample was collected using nasopharyngeal in remel media. The customer confirmed there was no allegation of harm to the patient. The positive and negative results were reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Run logs were not available for review. Since the amplification curves could not be reviewed, the cause of the discrepant results cannot be determined. Potential causes could include: low titer sample: results for samples with titers near the limit of detection for a given test can be expected to waiver upon retest. Sample variability: different sample collections may contain different viral titers. Result discrepancies can occur, especially if the patient¿s viral load is low. Contamination or non-specific amplification: cross-contamination during sample prep could introduce the target into a negative sample. In some cases, sample interferences/contaminants could cause amplification of something other than the target. (B)(4).